Manufacturer narrative:
Product event summary: analysis found that the radiofrequency (rf) head connection was loose. As a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the upper case was broken at the hinge pin and the system fan was noisy. As a result the upper case and fan were replaced. Software was then reloaded and updated and the programmer passed all console testing.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was not interrogating implantable cardiac devices. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Corrected information: h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic if information is provided in the future, a supplemental report will be issued.